Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. It was discovered that there was damage to the back of the console cover that penetrated the helium regulator/ fill manifold assembly causing damage to the check valve on the fill manifold. To fix the issue, the fse replaced the helium reservoir assembly, cover, console, screw kit, cardiosave pneumatic assembly and the screw kit, cardiosave console wheel/hndl. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is: (B)(6). The full name of the event site was shortened due to field character limit; the full name is: (B)(6) hospital.

Event description:
It was reported that during a routine check after the cardiosave intra- aortic balloon pump (iabp) unit came back from ambulance transport, the unit had a low helium while the gauge read full. There is evidence of the console being dropped as the cover is bashed in. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional contact information: (B)(6).